Event description:
It was reported the pt stated, "she just wasn't getting relief with the pump anymore". The dose and medication type, from morphine to dilaudid, were changed with no effect. A "pumpogram" was done and showed the catheter was leaking. The catheter was fractured at the intrathecal entry site. The pt had a catheter revision in 2009. It was decided that the fractured segment would be left in the pt as it was not causing any problems. A new intrathecal catheter was placed and connected to the original section of the old catheter that had been connected to the pump. The pump was set back to the original daily dose of dilaudid and the case was complete.